Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed clotting of the extracorporeal blood circuit and subsequent blood loss to positioning of the pt's needles. The pt does not use heparin due to other medical conditions. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Give and monitor anticoagulants as your center instructs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Clotting of the arterial line occurred durng a routine hemodialysis treatment. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.